Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patient's implantable pulse generator (ipg) reached end of life. Patient was uncertain of when the ipg ceased to be functional, but estimates it was in early (B)(6) 2020. It is unknown if the device reached premature end of life. As result, the patient underwent surgical intervention to replace the ipg. Replace the ipg resolved the issue and therapy was restored post-operative.